Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the safety blood collection to holder. The customer reports that the phelbotomist removed the needle from the patient it broke free form the vacutainer, all in one place, the phelbotomist had to manually remove the needle for the patient's arm.